Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device: during repair of device for a gas loss issue it was found the unit failed the fiber optic test. No alarms or faults due to the issue were found in service mode. The fse disassembled the unit and troubleshot the fiber optic jumper cable. Reseated fiber optic cable connections, and the unit repeatedly passed the fiber optic test. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during repair by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the fiber-optic waveform test. There was no patient involvement, and no adverse event reported.

Event description:
N/a.